Event description:
On (B)(6) 2014, the reporter contacted animas alleging random call service cs064 alarms on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was unable to be downloaded to review the history related to the event. The pump powered on appropriately. The pump successfully performed the rewind, load, and primes steps and the pump was exercised for 24 hours without issues. The pump showed visible signs of corrosion in the infrared communication port, the display screen, and the battery compartment. The pump was opened and corrosion was observed through the inside of the pump including on the motor flex.